Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation and correction. Updated fields: h2, h6, h11. Corrected fields: h11 (technical assistance support (tac)). The device was not returned to olympus for inspection, and the reported failure was confirmed via information from technical assistance support (tac). A definitive root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint was not established. The customer contacted olympus technical assistance support (tac) via phone. The customer was advised to power off the devices and to clean and reconnect and power up the device. Moreover, the customer was advised to always disconnect or connect the scope when light source is powered off. The customer then tried connecting the scope with another tower and the issue got resolved. The customer informed tac of the event. The device will not be returned to olympus for evaluation. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the light source had a b30 scope communication error. The issue was found during inspection for use. There were no reports of patient harm.